Event description:
It was reported that during attempted implant of the lead, the lead was placed and helix screwed in a position without good electrical parameters. Therefore the lead was attempted to be repositioned; however, the helix was blocked. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The distal conductor was distorted. There was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The lead had apparent damage at implant.